Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. It was received with scratches on the lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "cassette not attached properly" alarm messages. To further investigate, a functional test was performed. Customer problem was duplicated. The downstream occlusion sensor, dso, was verified to be stuck in mu mode. The dso was found to be defective, and had to be replaced to correct the problem.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, the downstream occlusion (dso) voltage was stuck at 139mv. No patient was involved in this event. No adverse effects were reported.